Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urgency frequency. It was reported that the patient had a lot of pain caused by bladder urgency and retaining urine. They stated the tape was creating discomfort and wet marks on their back. Patient was assisted in adjusting stimulation to 1.0 and they stated it was comfortable. The patient was advised to contact their clinician with questions regarding medical advice. Contributing factors were unknown. It was reported that the issues were unresolved at the time of the report. No further complications were reported or anticipated.